Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of diarrhea, hypokalemia, and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services (bcs), the following information was reported. On an unreported date in (B)(6) 2012, the patient was hospitalized for an unspecified indication. The patient had diarrhea for 3 weeks. On (B)(6) 2012, the patient was diagnosed with and hospitalized for hypokalemia. On an unreported date, while at the hospital, the patient experienced peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The nurse assumed the cause of peritonitis was diarrhea. At the time of this report the patient was recovering from the events of hypokalemia and peritonitis. It was unknown if the patient recovered from the diarrhea. Per the nurse, the events of hypokalemia and peritonitis were unrelated to dianeal therapy. An opinion of causality was not reported for the event of diarrhea.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12f23021 and h12f29010 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.